Event description:
Advanced the stent into the introducer, the stent was stuck. Pulled out the balloon without the stent. Stent remains in the introducer.

Manufacturer narrative:
As no product was returned, a proper review of the product cannot be assessed. A review of the production lot history data from quality control indicated (B)(4). With no additional procedure details, or the product in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore root cause.